Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020 and customer stated that insulin pump was under delivering due to high blood glucose. Customer¿s blood glucose level was 320 mg/dl at the time of hospitalization. Customer¿s blood glucose level time of incident was 325 mg/dl. Customer was treated with manual injection high blood glucose level. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer had symptoms like weakness, nausea, high pulse. Customer was assisted with troubleshooting for high blood glucose level. The reservoir will not be returned for analysis.